Event description:
A (B)(6) male with primary pulmonary hypertension, who initiated inhaled tyvaso (treprostinil) on (B)(6) 2013 at 18-54 mcgs (three to nine breaths), four times a day, reported that on (B)(6) 2013, mist bellowed out of his optineb device (noted as optineb number two) and continued to mist after the pt inhaled each breath. The pt continued to use the optineb device and became nauseated and had bad coughing afterwards. The dome assembly with plastic inhalation pieces and intact medication cup were removed, distilled water was poured into the second optineb, and the dome assembly was attached to optineb number two. The pt took the last two treatment breaths with the second optineb, serial number (B)(4), and a very large amount of mist bellowed out of the second device and continued to mist after the pt inhaled each breath. The nurse had not witnessed the optineb's functioning like that in the past. The pt verbalized concern because the device in question functioned differently than his other device (optineb number one). Utc-036434. Initial reporter: nurse. Device MFR date: 11/2012.